Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.

Event description:
As reported to coloplast though not verified, patient experienced new onset of stress urinary incontinence. The device remains implanted.